Event description:
The fse reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply. The system operates as intended.